Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump did not annunciate an audible alert. Blood glucose was in the 300's (mg/dl). At the time of the reported event, the issue had become resolved.